Event description:
Nellcor puritan bennett received a call from representative of user facility on 09/02/1999. User facility called to report the following problem: unit does not cycle. All leds lit. No patient harm.